Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d6b. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: on (B)(6) 2023, the implants were removed during a further procedure.

Event description:
It was reported that on (B)(6) 2023, the dog underwent a surgery due to a left radius-ulna fracture since the client's dog collided with a car on (B)(6) 2023. Unfortunately, the client then found that his dog was limping severely. He therefore went to the animal center on (B)(6) 2023 for examination. It was found that the implant used was broken. On the same day, the dog underwent a surgery again due to the rupture of the implant and was hospitalized until (B)(6) 2023.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a1, a2, a3, a4, g5, 510k#: device is a veterinary product. No patient information will be reported.